Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a nonresponsive touchscreen during a supply change, preventing selection of an on-screen prompt to proceed, which was resolved after restarting the pump via the app and completing a firmware update. Symptoms included no reported adverse physiological effects. Outcomes included restoration of normal device function without alerts, alarms, or medical intervention. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed a transient user interface responsiveness issue that cleared with device restart and firmware update, consistent with software-related performance interruption of the pump user interface. It was concluded, based on previously established findings for similar reports, that the cause was a software-related user interface anomaly remediated by firmware update and restart.